Event description:
Customer reported they hung a dose of cyclosporin at 5 am and programmed to infuse over 4 hours. At 5:10 am the pump was alarming. An air line message was displayed on pump. The nurse noticed the cyclosporin bag was empty. The patient became flushed and required one dose of calcium gluconate IV. Device received and investigation ongoing. Follow up report will be sent when investigation complete.

Manufacturer narrative:
Patient information requested and all available information is included.